Event description:
It was reported to philips that the system could not boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer, who confirmed that the system had failed to start-up. The rse directed the customer to check the power supply of the system coming from the hospital. The customer reported that there was no power supply from the hospital. The system was confirmed to be operating according to specification. After the customer addressed the problem, the system was returned to use in good working order. The codes were updated based on the investigation outcome.